Manufacturer narrative:
Product evaluation: the lens was returned on a surgical sponge in a bio-hazard plastic bag. Blood and solution is dried on the lens. The optic has multiple scratches on the anterior and posterior sides of the lens. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The viscoelastic indicated is non-qualified for the lens/cartridge combination indicated. The product investigation could not identify a root cause. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient reported that an inability to see distance well and is uncomfortable driving. The clinical reason is "mechanical failure". The iol was exchanged in a secondary procedure. Additional information was provided by a certified ophthalmic medical technician (comt) that in the surgeon's opinion a mechanical failure of the iol as described as: the patient was unable to visually adapt and achieve acceptable visual acuity with this iol. The iol was exchanged for a different manufacturer's iol with a different cylindrical power. Further information was provided that there was an enlarged incision when the iol was removed.